Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node not present at startup.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 319 occurred both on a day before and again this morning. Customer stated that the day before the error was cleared after performing two power cycles. However, the issue returned during setup this morning and did not resolve after additional power cycles. Technical support engineer (tse) reviewed error logs and confirmed repeated error 319 events associated with the endoscope controller (ec). Tse inquired about system availability, and customer confirmed an alternate room was available. The team elected to pivot to another system and defer further troubleshooting at that time. The procedure was aborted to another dv system with no reported injury.